Event description:
Device malfunction: none. Time of symptoms/ae: during and post-procedure symptoms/ae: hypotension, bradycardia, clumsiness and left facial droop (stroke). It was reported that during a left internal carotid artery stenting procedure, the pt had low baseline pulse and blood pressure which decreased during the procedure. Atropine was given and the pt responded. The pt was discharged to home the next day. Seven days later, the pt presented to the hosp with symptoms of clumsiness and left facial droop and slurred speech. The pt was re-hospitalized with a right frontal lobe infarct. While hospitalized, atrial fibrillation was newly diagnosed. The pt was discharged thirteen days later on medication with orders to follow-up. No additional info available. Study event.

Manufacturer narrative:
A review of the lot history record could not be performed as the lot number was not reported. The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot and part number was not reported.